Manufacturer narrative:
Philips service repaired the database, recreated the image store, and optimized the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that low disk space error; imaging impacted on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.